Manufacturer narrative:
Batch review performed on 02 july 2018; lot 123113: (B)(4) items manufactured and released on 10 october 2012. Expiration date: 2017-08-31; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 06 july 2018: partial hip revision surgery occurred 5 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. The radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. Immediate postoperative position cannot be assessed having only the immediate pre-revision x-ray. Also, we cannot judge if a slight undersizing of the stem may have played a role. However, lack of osseointegration, as described in the report, may also suggest that the cause for loosening could have been of biological reasons, and not only of mechanical origin. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision due to stem aseptic loosening 4 years and 8 months after primary. Visible hypertophy of the bone surrounding the implant and lucent lines, as well as pain.